Manufacturer narrative:
Examination of returned device found no evidence of product non-conformance. During the evaluation, it was noted the root cause of the event was most likely due to misuse by excessive force and/or bending overload, and/or not inspected for wear and disfigurement prior to use, which may have prevented the use of the instrument and its failure.

Event description:
It was reported patient underwent a carpal tunnel procedure on (B)(6) 2015. During the procedure, the instrument fractured while being inserted into the patient's hand. The rest of the instrument and a knife light were utilized to complete the procedure. Patient did not retain a foreign body.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. Evaluation in process but not yet complete. Upon completion of evaluation, a follow up report will be sent to the FDA.